Manufacturer narrative:
(B)(4). The customer reported the therapy cable's twist connector broke off. There was no reported patient involvement. Philips evaluated the returned therapy cable and confirmed the twist lock was broken off. The therapy cable was replaced to resolve the issue.

Event description:
The customer reported the therapy cable's twist connector broke off. There was no reported patient involvement.